Manufacturer narrative:
(B)(4). Contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: medical practitioners must inform the pt that there are potential side effects associated with implantation of this product which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Haematomas, staining or discolouration of the injection site, cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Pts must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Health professional reported that a pt experienced nose pain, bruising and that the face subsequently became mottled/purple less than one day after the pt was injected with 0.5ml juvederm ultra xc in the "lower nasolabial flds midway up." Necrosis was diagnosed and the symptoms treated immediately with hylase, heat pack, gtn cream (glyceryl trinitrate), daily aspirin and antibiotic. Symptoms are ongoing but administration of hylase "immediately relieved some of the pressure: and the pt is reported to be feeling much better.